Manufacturer narrative:
The reported product was returned for investigation. Based on the evaluation, the device malfunction has occurred. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar cause and no other complaint was identified. A root cause for the reported event could not be determined. The following sections have been updated: b4: date of report. D3: manufacturer. B7: relevant history. D4: (B)(4). D10: device evaluation. G2: manufacturer's contact office. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluation checked "yes". H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event details are available at this time.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k013227.

Event description:
It was reported that the mount of the dental implant fractured during the placement procedure. Another implant was used to complete the procedure.